Manufacturer narrative:
Concomitant medical products: model: 407652, lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed diminished sensing. Additionally, some far field r-wave (ffrw) oversensing was noted during ventricular tachycardia (vt) on the right atrial (ra) lead. Follow up was completed and it was verified that reprogramming had been completed. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.